Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in pt's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vault associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. This did not resolve the problem. Although decreased the lens size from 12.0mm to 11.5mm, the vault did not decrease. The surgeon decided to remove the secondary/exchanged icl.